Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a motion sensor test failure alarm from the insulin pump. The customer's blood glucose reading was 124 mg/dl. The customer stated that the pump is not working. The customer cleared the alarm and took it when she got an MRI. The customer was assisted in performing displacement test. The customer stated that the pump was unable to rewind. The customer was advised to return the pump with battery and zero out the basal rates. The customer will be sent a replacement pump.